Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error. No blood glucose reading was given. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked battery tube threads.